Event description:
Patient underwent orif surgery of right hip on (B)(6) 2013. When the surgeon went to ream with the step drill bit, the drill stop slipped when it met with the helical blade sleeve. In spite of this, the surgeon was able to stop at the desired length. No adverse effect to the patient was noted. The procedure was completed. This is 1 of 1 reports for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.